Manufacturer narrative:
Due to second procedure required in order to remove encapsulation/implant, it was determined that event was reportable to f.d.a.

Event description:
Received report from customer indicating that encapsulation had occurred from an implant which was originally installed on (B)(6) 2010. The encapsulation required a second surgery to be performed on (B)(6) 2010 to remove the encapsulated area.